Manufacturer narrative:
Additional information was received by representative indicating that the right ventricular (rv) lead experienced dislodgement and was explanted. No additional adverse patient effects were reported.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
Additional information is being requested from the field and this investigation will be updated should further information be provided. The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced after two months of being implanted, due to an unknown reason. No additional adverse patient effects were reported.